Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned component found that the dovetail on articulating component on one side is flared and the other side is compressed due to improper alignment of instrument. There are also signs of gouging on the device. The device history records were reviewed and no discrepancies were identified. A review of the complaint history determined that no further action is required as no trends were identified. The reporter states that they attempted to insert the articular surface multiple times. According to the surgical technique, the articular surface should never be reinserted. Additionally, the package insert states the following: "do not reinsert an articular surface implant that has been inserted previously. There may be visually non-detectable flaws that could reduce the service life of the implant." The root cause of the reported issue is attributed to improper alignment of instrument as indicated by one side of the articular surface being flared and the other being compressed. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which wound change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Medical product: articular surface insertion instrument, cat#: 00597702000 lot#: unknown. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product did not mount into place. It took several attempts before the surgeon elected to use another product. No adverse events have been reported as a result of the malfunction.